Manufacturer narrative:
Additional information was received indicating that there was no patient injury. It is unknown if the outback ¿would not go¿ in the non-cordis sheath. The device was prepped per IFU. The vessel was calcified and moderately tortuous. It is unknown how the procedure was completed. The tip of the outback was frayed. Pictures are not available. Complaint conclusion: a report was received that during a percutaneous transluminal angioplasty the outback ltd re-entry catheter would not track over the iliac bifurcation and when removed the tip of the device was noted to be frayed and the catheter braiding was stripped. There was no reported patient injury. The event involved a patient who was undergoing endovascular treatment of a target lesion that was described as calcified and moderately tortuous. The outback catheter is reported to have been prepped according to the instructions for use (IFU). When advancing the catheter through a non-cordis sheath over the aorto-iliac bifurcation, difficulty was experienced and the catheter ¿would not go¿. The device was removed with no reported patient injury. When removed from the patient, the catheter tip was noted to be frayed and the catheter braiding was stripped. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to its¿ release. Without the return of the device, the reported events could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, the user is to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to these types of events. Based on the information available for review, there are procedural factors (resistance while going over the bifurcation) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Review of lot 16081148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was observed during review that no nonconformances were generated. No units were rejected during the final assembly of this lot and no other incidents were noted that could be potentially related to the complaint reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipts.

Event description:
During the use of an outback ltd, it was reported that the physician tried to advance the device over aorta iliac bifurcation and ¿it would not go.¿ when taken out of sheath, the tip of the outback was damaged and catheter braiding was stripped. There was no report of patient injury.